Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device would not oscillate. Therefore, the reported condition was confirmed. It was further determined that the fork was broken and the housing was dent and corroded. The assignable root cause was determined to be due to wear over time and customer abuse/misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary routine femoral head/neck ostectomy procedure, it was observed that the sagittal saw attachment device stopped working. There was approximately a 15 minute delay in the surgical procedure. An osteotome/mallet resulting in delay and less than satisfactory contour to the resulting ostectomy surface was used to complete the procedure. There was no patient involvement as this device was being used for veterinary purposes. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.